Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4) implanted: 2007-07-05 explanted: 2007-12-05 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: n108253005, ubd: 09-may-2009, UDI#: 00613994178879. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding the patient infusion pump. The drug information was not available at the time. The indication for use was non-malignant pain and chronic/intract pain. It was reported that the patient had five internal pain pumps malfunction, not including the tubing and catheters. The patient was s till dealing with the problems caused by the internal pain pump. They have a very large section of scar tissue where the pump was placed under left ribcage and around my body also. So big, it sticks out, causes issues with my stomach and intestines. The patient thought this was going to make my life easier. The patient went undergone so many surgeries fixing tubing, replacing the catheter and the pump until they said no more. The patient has infections in their lower spine because of this pump. The scar tissue was painful, and the patient concern was no one seems to care in medtronic¿s when the patient contacted the company about the issues. ¿I'm probably not able to sue, I just want my life back.¿ the scar tissue where this pump, tubing and catheter were inserted are painful, causing more problems. ¿I would think you would want to compensate me because your product malfunctioned over and over, causing more pain and harder recovery times.¿ (information omitted refers to related events 700703342, 700699789, 700703367, 700703365, 700703366, 500030052, 700703370. See additional external references.)